Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead was in a suboptimal location but was functioning. The patient underwent a revision procedure. The lead was explanted and replaced with a new lead. The procedure was completed without any complications. The explanted lead was discarded by the medical facility.